Event description:
Event description boston scientific received information that during the implant of this implantable transvenous defibrillation lead (0175/115961) the patient was unstable (did not feel well). The procedure was interrupted and the lead was surgically abandoned. Following the procedure, a slight separation of the pericardium (perforation) was identified. Boston scientific received subsequent information that this implantable transvenous defibrillation lead (0175/115640) and atrial pacing lead (4480) dislodged.